Event description:
Attorney alleges plaintiff developed multiple physical symptoms including breast pain, breast hardness, breast lumps, loss of sensation in breast, loss of nipple sensation, burning sensation in breast, nipple discharge, inability to breastfeed, and arm/neck pain. Attorney also alleges plaintiff developed primary sjogrens disease, atypical connective tissue disease, anxiety, stress, and pain and suffering.